Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's access to sound has been poor for the last 1 month. There is no report of a specific trauma but the child is very active and bumps her head frequently. Re-implantation is planned.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but not been received for investigation yet.

Event description:
The patient's access to sound has been poor for the last 1 month. There is no report of a specific trauma but the child is very active and bumps her head frequently. The patient has been re-implanted. Despite requests, the device has not been received for investigation.